Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their stimulation is automatically turning off and they had to turn it back on automatically every time. Patient been feeling back pain and it has been going on for 3 to 4 weeks. Patient mentioned that they had reset the controller but it didn't help. Agent asked the patient to check their controller and implant battery percentage, patient confirmed controller is at 100% and implant is 30%. Agent reviewed to the patient that if their therapy battery goes below 30% their stimulator will automatically turn off, and patient has to manually turn back on every time it happens. Agent had patient recharge the implant during call. Agent also asked the patient to monitor if the pain comes back even after ensuring that their implant has sufficient charge for the therapy, patient should contact their doctor (hcp).